Event description:
Additional information was received that the patient had a colonoscopy on the day where the noise occurred and they did take a biopsy utilizing electrocautery. Electromagnetic interference (emi) was determined to be the cause of the noise. No adverse patient effects were reported.

Event description:
Boston scientific received information that an electrogram strip was sent into boston scientific technical services (ts) for review. Review of the strip noted oversensing of noise that lead to pacing inhibition with greater than two seconds of asystole and one inappropriate anti-tachycardia pacing (atp). Ts stated that the noise appears to be electrical related like from electromagnetic interference (emi) or a transcutaneous electrical nerve stimulation (tens) unit, however the patient denied being near anything electrical. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.